Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 7. Details of surgery: primary stability not achieved. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and swelling. No further patient complications were reported.